Manufacturer narrative:
The directional force on the covers is such that they are expected to be propelled radially away from the gantry and possible patient positions. The gantry frame itself protects against lateral projection with the risk being projection towards the top of the gantry. The technologist or patient is unlikely to be hit directly by the cover due to the limited directional possibilities for cover motion.

Event description:
It was reported that a heat exchanger came loose while the gantry was rotating prior to the initiation of a patient scan and contacted the top cover of the gantry. Although a patient was on the table, there was no injury as the heat exchanger was not expelled from the gantry and the top cover did not dislodge. The operator was outside the scan room at the time preparing to initiate the exam. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.